Event description:
Customer had erroneous hcg results for one patient sample, repeat results generated on same analyzer: initial result was 2545 (accompanied by a data flag), repeated twice with dilutions gave 13515 (1:100 dilution, accompanied by a data flag) and 13486 miu/ml (1:50 dilution, accompanied by a data flag). Same sample repeated two more times on 4/9/10 gave >10000 (accompanied by a data flag) and 13324 miu/ml (1:100 dilution, accompanied by a data flag). Initial 2545 miu/ml result was reported, a corrected report was sent out with the 13515 miu/ml result. The patient was not adversely affected, current condition is unknown. Hcg reagent lot #: 05449601. The field service representative did not find a cause. He performed performance tests which were within specification.

Manufacturer narrative:
It is unknown if initial reporter sent report to FDA.

Event description:
It was reported that post op of a laparoscopic right colectomy procedure, the device fired properly. However, the patient's abdomen was distended and post op the sixth day, the patient became tachycardic. The patient was re-operated where it was noticed to have substance around the anastomosis. There was a leak at the distal end of the tlc55 staple line where it intersected at the tl60 mid staple line. The patient was given a temporary colostomy and is still in the hospital.

Manufacturer narrative:
A specific root cause could not be identified. Calibration and quality controls were acceptable. Performance tests were performed by the field service representative and were within specification. Information provided suggests the most likely cause for the erroneous result was a pre- analytical handling error with improper centrifugation parameters. The patient was not affected.